Event description:
Sklar sterile toenail removal toenail removal tray cs/10 reorder number (B)(4) is not labeled for single use. Manufacturer has been contacted and instruments have been verified as single use only and our clinic has had issues with re-sterilization which can potentially lead to an adverse event. Sklar corporation.